Event description:
Pt was wearing sofmed breathables, when she tried to take her lens out, it was stuck to her eye, she was seen and treated for a corneal ulcer. F/u with the ecp notes that the pt was seen for a corneal ulcer os and was prescribed vigamox. No lot info was provided. This is being filed as a corneal ulcer.

Manufacturer narrative:
This is being filed as a corneal ulcer. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.